Manufacturer narrative:
Additional information was received on 2/22/2019. The event date has been updated to (B)(6) 2018. In addition to the right sided issues reported previously, left sided capsular contracture was noted (baker's grade unknown). See 1645337-2019-09527 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 450cc mentor memorygel breast implant, catalog # 3544507, lot #194952. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a 450cc mentor memorygel breast implant and had right sided baker¿s grade iii capsular contracture diagnosed by a physician post procedure. Bilateral replacement surgery with allergan implants was performed and the surgeon noted that in addition to capsular contracture, the implant was ruptured.